Event description:
As part of (B)(6), the physician implanted an everflex stent ((B)(6) 2013), as per IFU. It was reported that the patient had a stent fracture in segments #7 and #8. No intervention was reported. Images will be provided.

Manufacturer narrative:
Additional information: the protégé everflex self-expanding peripheral stent system was not received for evaluation. No procedural reports or ancillary devices from the procedure were received for evaluation. A cd of four cines from the three year follow up was received. The cd had four single image cines. The cines are of the patient¿s left upper leg in which the stent was implanted. The first two cine images are of the patient¿s left upper leg straight and with the knee bent. The last two cine images are of the patient¿s left upper leg with a lateral view of the leg straight and the knee bent. All four cine images were examined under magnification. The images exhibit two areas of what appears to be pseudo-fractures. The most distal area, (closest to the knee), appears to be an area of pseudo-fracture elongation. It could not be determined whether the strut spacing was a reflection of the irregular luminal restriction or if the stent had been deployed while the back (proximal) deployment paddle was being moved forward (distally). The most proximal area, (closest to the hip), appears to be an area of pseudo-fracture compression and off-set. The compression and off-set is in a curved area of vessel anatomy. The compression and off set is on the inside edge of the curve. It could not be determined whether the strut spacing was a reflection of the irregular luminal restriction or if the stent had fractured. There are two areas of ¿pseudo-fracture¿ in the stent profile documented in the four cine images. Areas of this nature have been observed when the pseudo-struts separate as a normal result of stent deployment. That is, the strut design of a protégé everflex stent incorporates a series zigzag strut levels that are bridged together every fourth bend by a direct bridge. The bridge design allows the stent to be expanded (deployed) without dramatically shortening the stent's overall length. The bends that are not bridged (pseudo-struts) will slightly separate from their adjacent pseudo-struts (bends). These separations can appear as a fracture if one is expecting a contiguous structure between each and every bend. These separations can be exacerbated when the stent is deployed in a resistant, irregular lesion or tortuous vessel anatomy. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.